Event description:
Patient passed away [death]. Received dose of 10 mg [undersode]. (B)(4) is a serious, spontaneous case received from a health professional via regulatory authority in the united states. This report concerns a patient of unknown age and gender who received a dose of 10 mg [underdose] and passed away due to an unknown cause during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection, with unknown concentration 10 mg, weekly for 3 weeks, for osteoarthritis from 2018 to 2018. It was reported that the patient began therapy with euflexxa on an unspecified date in 2018. The patient passed away in 2018. The patient's "mdo" was not aware of this prior to scheduling medication. The "mdo" did not know the exact day of death. Lot number was reported as n11704a with an expiration date of 10-dec-2018. The patient died in 2018 due to an unknown cause. Action taken with euflexxa was not applicable. At the time of this report, the outcome of patient passed away was fatal, the outcome of received dose of 10 mg was unknown. Concomitant medication use and medical history was not reported. The event patient passed away was reported as serious. The event received dose of 10 mg was reported as non-serious. At the time of reporting the case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: related, company causality: unassessable. Other case numbers: case number, others = mw5076800. This ae occurred in the us and concerns the medical device euflexxa please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.